Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. E.1: initial reporter phone #: (B)(6). H.6. Investigation summary: bd received twenty (20) samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for molding part cloudy was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of molding part cloudy was not observed in the retention samples. It was observed that the customer samples had varying amounts of cloudiness. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding part cloudy. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® serum/ cat plus blood collection tubes, that three hundred tubes had a white appearance to the tube wall. There was no health impact or consequences reported.